Event description:
It was reported that while preparing for a urinary duct stenting treatment procedure, the pigtail was broken. A percuflex plus had been selected to treat an unspecified stricture in the "urinary duct". During unpacking, it was noticed that the pigtail was broken. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".